Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient was suspected to have some extra-cochlear electrode channels. However, x-ray results seemed to point to a fully inserted electrode array. The progress with the device was poor. As per new information received, further CT scan clearly shows that only 5 channels are still inserted. A surgery to re-insert the electrode is scheduled.

Manufacturer narrative:
According to the information received, the device is not providing sufficient benefit to the patient due to a post-operative active electrode migration out of cochlea, as confirmed by diagnostic imaging. A revision surgery to reposition the electrode array was successfully carried out. This is a final report.

Event description:
The patient was suspected to have some extra-cochlear electrode channels. However, x-ray results seemed to point to a fully inserted electrode array. The progress with the device was poor. As per new information received, further CT scan clearly shows that only 5 channels are still inserted. The patient successfully underwent surgery to re-insert the electrode; clear art response in all channels were observed.